Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the stylet of the cannula or sphincterotome was used to puncture the biopsy cap. However; the stylet extended too far pushing the sponge causing it to detach from the cap. Reportedly, the sponge was stuck in the scope thus a regular egd scope was used to visualize the anatomy. Due to a large tumor, cannulation was unsuccessful but the procedure was completed by taking a couple of biopsy sample. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.